Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4 - UDI no.: (B)(4). The device history record for zimmer meshgraft ii serial number 18544 were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported that a meshgraft had fragmented a harvested skin graft. The customer was asked about returning zimmer meshgraft ii serial number (B)(6); however, the customer indicated that the device was not to be returned. As such, no evaluation or repair can be reviewed as part of the complaint investigation. The product was not returned to a zimmer facility for evaluation or repair. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device fragmented some skin pieces during surgery. The skin pieces were immediately withdrawn, the direction of skin entry and the flat surface of the skin pieces were checked to be correct. However, the skin pieces were not enough to cover the wound surface, and the skin area was larger than expected before surgery. The device could not return for evaluation and need maintenance. Some of the skin pieces were broken due to improper use by the client, and then the skin was removed to complete the operation. No known delay occurred with the surgery. There was harm to the patient.